Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient the patient's right ventricular (rv) lead had a suspected fracture, high impedance with a polarity switch from bipolar to unipolar, lead integrity alert (lia) triggered, oversensing, noise and eighty six non-sustained ventricular tachycardia episodes. The patient experienced both near syncope and syncope symptoms. The lead was reprogrammed. Eight days later, the lead was interrogated and it was noted that there was low impedance as well. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.